Event description:
It was reported that a pt underwent a total pelvic floor repair procedure and a sling procedure in 2008. Post-operatively, after the procedure, the pt had a foley catheter in place until the following two days. The following month, the pt had developed a urinary infection. As a result, the pt was treated with antibiotic therapy.

Manufacturer narrative:
Urinary tract infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.